Event description:
Related MFR report #: 3006705815-2019-01360. It was reported the patient experienced ineffective stimulation after a fall. X-rays were taken, which showed lead migration. Surgical intervention was undertaken on (B)(6) 2019 to replace the leads. Stimulation therapy was restored postoperatively.